Manufacturer narrative:
The local area sales representative was contacted for additional information. Atthis time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) presented to the emergency room (ER) after being shocked. The health care professional (hcp) called technical services (ts) and requested a consult review of the presenting electrogram (egm). Upon review, the presenting egm showed patient was in a ventricular arrhythmia. The device delivered a burst of anti-tachycardia pacing (atp) and shock in attempt to convert rhythm. The therapy was unable to convert the rhythm. Ts also noted there to be undersensing on the right ventricular (rv) lead channel. Ts provided programming optimization and recommended for further evaluation be performed by cardiology. At this time, no additional adverse patient effects were reported. This ICD remains in service.